Event description:
The gas module has the leakage. It occurred when the ventilator was connected to a pt for the clinical use. Co could not get the detail information about the settings and readings for the ventilator.